Event description:
It was reported that at implant the helix would not extend again after extending and retracting it once. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; blood noted in/on helix. Full lead returned for analysis. Device (B)(4) is a retrospective review for implant attempts.